Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a hepatectomy procedure, the clips did not load into the jaws properly. The surgeon used another device. The hospital has reported no pt injury occurred.